Event description:
Procedure: inguinal hernia repair. According to the reporter: the balloon did not inflate properly.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/26/2015.

Manufacturer narrative:
(B)(4).